Event description:
It was reported that guidewire entrapment occurred. A carotid wallstent was selected for use along with a choice pt guidewire. The stent was successfully deployed. When the user attempted to remove the stent delivery system from the patient, the delivery system became stuck on the guidewire. The delivery system and guidewire were removed as one unit, and there were no patient complications.

Manufacturer narrative:
Device analysis: the device was returned with the stent deployed from the delivery system. The deployed stent was not returned for analysis. The device was not loaded on to the customers guidewire and the customers guidewire was not returned for analysis. The sheath of the device was noted to be damaged. The investigator was unable to complete a guidewire insertion test due to the sheath damage; therefore, the guidewire issue could not be confirmed. No other issues were identified during the product analysis. The unreported sheath damage noted during device analysis most probably occurred due to an unintended interaction between the user and the device, at which stage of the procedure it occurred (during procedure/handling post procedure) could not be established.

Event description:
It was reported that guidewire entrapment occurred. A carotid wallstent was selected for use along with a choice pt guidewire. The stent was successfully deployed. When the user attempted to remove the stent delivery system from the patient, the delivery system became stuck on the guidewire. The delivery system and guidewire were removed as one unit, and there were no patient complications.